Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal assembly had the insulation cracked near the instrument's jaw. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the instrument was found to be broken before the use, so no one was hurt or injured.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal assembly instrument for failure analysis investigation. The instrument was analyzed and was found to have the jaw cover torn. The tear measured roughly 0.195". Visual inspection displayed no signs of missing fragments.

Event description:
Refer to h10/h11 for follow-up information.